Event description:
It was reported that the powered handle device experienced issues with functionality. Specifically, displayed a red light while being charged on the charging bay and could not be turned on. Another powered handle was initially able to be turned on intermittently but subsequently failed to turn on. The handle was confirmed to be fully charged prior to the issue. No interventions were performed to resolve these issues. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# (B)(6),sigsbchgr, sig power sigsbchgr one -bay charger, (serial#(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the returned handle noted no abnormalities. It was reported that the handle shut off. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of corrupt sd card not related to the reported condition. Functional testing found that the handle was connected to the master control panel (mcp) and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. The most likely cause for the additional condition is a software design issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.